Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had an error when generating monopolar current. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to fail the electrical continuity test. As a result, energy activation would not work if activated on the system. Additionally, the instrument was found to have a broken conductor wire at the main tube/roll gear junction. No signs of thermal damage were observed.